Event description:
The customer states: "the site had a meltdown of cable connections on velera generator high voltage tank".

Manufacturer narrative:
(B)(4). When investigation is completed, a f/u report will be sent to the FDA.